Event description:
It was reported the patient presented to the emergency room with shortness of breath. An interrogation of the device indicated that an electrical reset had occurred. It was noted that the patient has been undergoing radiation treatments for cancer. The device was successfully reprogrammed and remains in use. It was also observed that the right atrial lead had a high number of sensing integrity count (sic). The sensitivity for the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient presented to the emergency room with shortness of breath. An interrogation of the device indicated that an electrical reset had occurred. It was noted that the patient has been undergoing radiation treatments for cancer. The device was successfully reprogrammed and remains in use. It was also observed that the right atrial lead had a high number of sensing integrity count (sic). The sensitivity for the lead was reprogrammed and the lead remains in use. It was later reported that within a month of the initial report that the device had four additional resets, the patient is still undergoing radiation therapy and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient presented to the emergency room with shortness of breath. An interrogation of the device indicated an electrical reset occurred. It was noted that the patient has been undergoing radiation treatments for cancer. The device was successfully reprogrammed. It was also observed that the right atrial lead had a high number of sensing integrity count (sic). The sensitivity for the lead was reprogrammed and the lead remains in use. It was later reported that within a month of the initial report that the device had four additional resets, the patient is still undergoing radiation therapy. Later reported that remote monitoring transmission indicated another reset occurred and the patient has completed radiation. Also, the reset did not change the pacing mode to vvi-65 like prior resets which the patient could feel. Device software was going to be reinstalled and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters with critical ram parity error logged in addresses "0f ad" and "01 9a" on (B)(6) 2011. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive radiation therapy. The device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.